Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3u, ce IFU along with the procedural training manual and the commander with s3 mitral viv supplemental manuals were reviewed. Preparing the system includes: 'visually inspect all the components for damage. Ensure the delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter'. 'Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints thv dislodged off balloon during withdrawal through sheath, difficulty or inability to withdraw system with valve through sheath, unable to track system through anatomy and system component damaged were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. For the complaints unable to track system through anatomy and system component damaged: as reported, 'after crossing the septum with the commander delivery system, it was stuck at the level of the left atrium roof. After two attempts, the commander delivery system was bent'. It is possible that improper guidewire management contributed to the tracking difficulties, which may increase the risk for the system being caught when navigating through it. As the valve got potentially stuck within the left atrium, it is possible that additional manipulation was performed on the device to overcome the encountered resistance, bending the delivery system. In this case, it is possible that procedural factors (guidewire mismanagement) may have contributed to the tracking difficulty, while procedural factors (device manipulation) may have contributed to the reported bending. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. For the complaints difficulty or inability to withdraw system with valve through sheath and thv dislodged off balloon during withdrawal through sheath: as reported, 'it was decided to remove the commander delivery system with the crimped valve through esheath. This was difficult and, although the commander delivery system could be removed through the esheath, the valve dislodged from the balloon of the commander delivery system and stayed in the femoral vein'. Per the case notes, mild tortuosity was present within the patient's venous anatomy. It is possible that the patent tortuosity created non-coaxial withdrawing angles of the delivery system into the sheath, making the crimped thv more susceptible to catching on the sheath tip and further contributing to the reported withdrawal difficulties. As the valve potentially got stuck with the sheath tip during withdrawal, additional pull force may have been applied on the delivery system, causing the crimped valve to shift distally and dislodge off the balloon. As such, available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal (crimped valve)) may have contributed to the withdrawal difficulties, while procedural factors (device manipulation) may have contributed to the thv dislodged off balloon event. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, by our french affiliated, during implant of a 26mm sapien 3 ultra valve inside of a non-edwards surgical valve (27mm mosaic) in the mitral position via right transfemoral vein access and trans septal. The non-edwards surgical valve was stenotic. During the procedure, after crossing the septum with the 26mm commander delivery system, it got stuck at the level of the left atrium roof. After two attempts, the commander delivery system was bent. It was decided to remove the commander delivery system with the crimped valve through the esheath. This was difficult and, although the commander delivery system was able to be removed through the esheath, the valve dislodged from the balloon of the commander delivery system and stayed in the femoral vein. The valve was still crimped there. Immediately, the vascular surgeon removed the valve by surgical approach. The procedure was started again by left transfemoral vein. The second valve was implanted inside the non-edwards valve in the correct position with no difficulties, no paravalvular leak (pvl) and the gradient was 6mmhg. The patient was stable.